Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a patient family member called and stated that the physician indicated that implantable pulse generator (ipg) battery had depleted and inquired as to scheduling of the ipg replacement. Subsequently, it was reported that the ipg stating that implantable pulse generator (ipg) encountered a depleted battery. The device remains in use, and no patient complications have been reported as a result of this event.